Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's parents reported that the patient (a child) "inserted the amount of insulin based on blood glucose (bg) and carbohydrates. The pod there after inserted insulin 10 times within 10 minutes". The patient experienced hypoglycemia with a loss of cognitive functions and body spasms. The patient's father gave her 1 package of grape sugar (20 mg carbohydrates) and an ambulance was called, but the patient did not go to the hospital. The child has since recovered. Further information on the event is being solicited.